Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump failed a downstream occlusion (dso) calibration. The issue was discovered, during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The probable cause of the reported issue was downstream occlusion sensor. As a result, the downstream occlusion sensor was repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.